Event description:
It was reported that the patient presented for a follow up in clinic with an implantable cardioverter defibrillator that exhibited noise over-sensing and potential premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed through review of the device data. The device image and battery measurement trends were reviewed; both appeared to be normal. A longevity estimate was performed and showed normal depletion. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested; no anomalies were found. The cause of the reported was unable to be determined.